Event description:
It was reported that, "the implant was 5mm more proud than the broach. Surgeon requested another stem (same size).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Unable to obtain the patient information, x-ray or the product, per hospital policy. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.